Event description:
A caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin and was using cold insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days and that insulin should be at room temperature before filling a cartridge per user guide. The customer reverted to an alternate method of insulin therapy.